Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a guide wire tip detached. The target lesion was located in the right coronary artery (rca). A pt graphix guide wire advanced to the target lesion and went behind a previously placed promus stent. The physician pulled the graphix wire back to redirect and the wire became stuck. While attempting to withdraw the graphix wire the distal tip detached inside the vessel. The physician placed a 3.0x8.0mm promus element stent inside the previously placed promus stent and pushed the detached tip of the graphix wire against the artery wall. The promus element stent was post dilated with a 3.0x15 nc quantum apex balloon catheter. The procedure was completed with this device. No further patient complications were reported and the patient's status is okay.